Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The delivery device with the stent on the balloon was received and damge was observed on the polymer shaft. The inner shaft exhibited a separation located 4 ,millimeters distally from the wire port. The stent has also moved distally on the balloon approx 1.5 millimeters. The original guide wire was not returned for analysis. Microscopic examination of the material surrounding the shaft separation did not reveal any inherent material deficiencies that would have contributed to the separation. The catheter revealed numerous areas of axial compression damage (accordion folding). Guide wire resistance must have occurred due to the accordion folding damage on the catheter. Microscopic examination of the material surrounding the damage did not reveal any inherent material deficiencies that would have contributed to the damage. As the original guide wire was not returned for analysis the exact cause of the damage could not be determined. The balloon was visually and microscopically examined and no defects were observed. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This record review confirms that the device met all material, assembly, and performance specifications. The root cause of the event is that it was caused by another device.

Event description:
Event determined reportable based on investigation completed on 23-july-2007. It was reported that during a pci procedure, the guide wire failed to cross the liberte' monorail stent. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good." Returned product analysis revealed shaft damage and an inner shaft separation. The stent has also moved distally on the balloon.